Event description:
The customer reported that she was hospitalized due to ketoacidosis. Blood glucose level was 400 mg/dl. Her symptom was throwing up and customer thought she had a stomach virus. Customer stated that she took out her infusion set and the cannula was bent. Troubleshooting performed. Time and date are correct. The device passed the high pressure test. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.